Manufacturer narrative:
Follow up report 002 ref to natus complaint #(B)(4). Corrections to section b5, d1,d2, d4, g4 - affected part nt821731c.

Event description:
Part nt821731c, eds 3, gen ll, no catheter - evd drainage systems and the stopcocks breaking. Customer provided a picture stating their evd stopcock broke in use on september 30th, 2022. No patient injury or death.

Event description:
Part nt821732c, collection bags, eds - evd drainage systems and the stopcocks breaking. Customer provided a picture stating their evd stopcock broke in use on september 30th, 2022. No patient injury or death.

Manufacturer narrative:
Follow up report 001 ref to natus complaint #: (B)(4). Customer confirmed they no longer have the drain for evaluation. Complaint history was reviewed for the previous two years and found 0 confirmed complaints, giving an incident rate of (B)(4) %. Device history record was reviewed and no related faults/issue found. Faillure confirmed: no. Investigation result code (n/a to all qms): san diego/eds products/no return of device for evaluation. Closure rationale:complaint could not be verified, materials not returned for analysis. Low safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.

Event description:
Part nt821732c, collection bags, eds - evd drainage systems and the stopcocks breaking. Customer provided a picture stating their evd stopcock broke in use on (B)(6), 2022. No patient injury or death.

Manufacturer narrative:
Initial report ref to natus complaint (B)(4). The customer also states they have issues with breakage when adhering to the pole. The complaint form was returned. There was no death or serious injury, but there was medical intervention required to change the device. Customer confirmed they no longer have the drain for evaluation. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Acceptable risk associated with the complaint as per line (B)(4) in (B)(4) risk analysis spreadsheet. No death or serious injury, considered to be customer inconvenience. Risk is considered to be low. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Further investigation to be carried out.